Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file, a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that when they withdrew the listed device from the patient, the safety mechanism would not activate; therefore, the needle remained exposed. No adverse effects to patient or user reported.